Event description:
The facility representative reported to baxter technical services a colleague infusion pump with failure code 808:02. It is unknown when this event occurred. The facility representative stated that there were no reports of patient injury or medical intervention. No additional information is available. During baxter quality engineering review of the event history on (B)(6), 2010, it was determined that the reported condition occurred during delivery. This device utilizes user interface module master software version 5.09.90 categorized as remediated.

Manufacturer narrative:
There is an ongoing CAPA investigation, (B)(4) associated with this report. (B)(4).

Manufacturer narrative:
The reported condition of failure code 808:02 was confirmed in the event history but could not be duplicated. The reported condition is due to a faulty phm (pump head module). The device was returned to the customer unrepaired due to estimate refusal by customer. (B)(4).